Event description:
Caller reported discrepant results between inratio and lab. Finger-stick and venous draws were done one right after the other, this was a planned comparison.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B)(6)2009. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time. Meter was returned and tested. No errors were observed and meter passed functional testing. As of (B)(6)2009, 23 discrepant results complaints were reported for lot# 080818 yielding a complaint rate of 0.006%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action is required at this time as no product deficiency was established.